Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 90 to 110 mg/dl. Customer received a test result of 47 mg/dl and then 50 the following day. Back to back blood test performed during call ((B)(6) 2013; 11:14am) with results of 95mg/dl and 84mg/dl. Test strip lot manufacturer's expiration date is 05/29/2015. Test results are not recalled from meter memory. Based on the customer's expected results (110) and the lowest result from customer (47). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification.(B)(4).